Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0me03, implanted: (B)(6) 2014, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported infection at the area of the implantable neurostimulator and the lead. The patient experienced pain, swelling and incisional wound opening. The patient was scheduled for surgery on (B)(6) 2015 because "right after they put the stimulator in patient got an infection. The patient has lupus with no immune system and had to take immunosuppressant drugs for my lupus". The patient stated the infection started "about a month after the implant developed a severe infection that swelled up to the size of a baseball with severe staph infection but got rid of that". The patient then reported later in the call that "since the surgery on (B)(6) 2014 she had constant infections and now she has infections and was not going away. The patient had done 5 rounds of antibiotics". The patient stated that she has a "huge hole where the stimulator was put in but was never healed". The patient stated she knows that because of her lupus she knows that she was more prone to infections. The patient stated she wanted documentation about the after care of the implant, and something about how the device can cause infections with the ins. The patient was indication was for urinary dysfunction/sacral nerve stimulation gastrointestinal/ pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.